Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient did not know the cause of not feeling stimulation. The stimulation was out 1 to 2 days before it was put back on. The action taken was to change the program but still waking every hour, sometimes urinate a little, others have to push a lot. The reported issue was not resolved. The weight of the patient was (B)(6). Which was ten to fifteen pounds heavier than when implant was places. All the weight was in their leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient that it seemed like every night he went to bed the implant woke him up on the hour every hour, patient seemed it made him feel like his bladder was full and he had to get up, or even when his bladder was not very full he ran to the bathroom, but sometimes patient did not even urinate at all when he was standing at the toilet. Patient inquired if there was an alarm clock in the device. Patient was asked if by the alarm clock patient meant the device was giving the patient some physical sensation, patient stated no, and that it seemed like the implant was not doing much at all regarding patient¿s bladder control. Patient had access to the patient programmer and it showed stim was off. Patient was on p4 at 3.9v and stimulation was off. Patient turned therapy on and it was reviewed with the patient that therapy needs to be on to be effective. Patient reported feeling stimulation. Patient remarked that the last time he checked, not too long ago, he saw the lightening bolt in the ins icon. Patient had the ability to change programs and adjust stimulation. Patient reported feeling stim in the correct area. Patient increased stim to 4.0v where he felt stimulation. Patient reported he would sometimes increase the stimulation but only felt it for couple hours after initial increase. It was reviewed with the patient that the sacral nerve can get used to stimulation that patient can focus on symptom control, if symptom control was good there should be no need to adjust stimulation. Patient was advised to follow up with the hcp if symptom control does not improve after therapy was turned on. No further symptoms or complications reported or anticipated.